Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving bupivacaine 7.5mg/ml and dilaudid 20mg/ml, dose not reported via an implantable pump. The indications for use were non-malignant, chronic low back pain, radicular pain syndrome (radiculopathies). The pump was alarming. The patient heard the alarm when the pump stopped twice this month. The patient stated the pump "dead locked" twice before. The patient felt bad for 24 hours then the pump turned back on by itself and the patient "got better." Per the patient the pump "stopped again" 22 months before eri. On (B)(6) the patient got sick and went to the ER (emergency room). The patient saw the physician during the week and they silenced the alarm. The pump had been "discontinued" since it last stopped. The patient stated he has gone through a detox and was back on orals. The patient further reported that all of the sudden he feels like "crap" and the pump was beeping again. The patient's symptoms also included pain. The patient was not feeling right; feels like he is "getting dosed" the patient also stated that the alarm had been turned off. The patient was scheduled to have the pump removed on (B)(6) 2015. On (B)(6) 2015 the healthcare provider reported the patient had a pump that was affected by "battery issues" and requested the pump off password. Per the healthcare provider things started on the (B)(6) and the pump was due to be replaced the week of (B)(6) but the patient had some abnormal labs so they would replace the pump next week. Cause of the alarm and troubleshooting not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The eval code-conclusion was updated.

Event description:
Additional information was received from a manufacturer representative. Pump telemetry strips were provided which confirmed there were multiple motor stalls, motor stall recoveries, and tube set messages. A low reservoir alarm was noted on (B)(6) 2015, and an empty reservoir alarm was calculated to have occurred on (B)(6) 2015. The pump was updated to minimum rate on (B)(6) 2015.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found gear train anomalies of corrosion, wear, or lubrication and a stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2015-11-16 indicated that the pump had motor stalls and tube sets. The rep planned to return the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.